Event description:
Reporter, calling on behalf of his wife, stated her blood glucose readings were low. Reporter took wife to the hosp where they discovered her blood glucose results were higher. Reporter states that the surestep meter has "always read lower than the ames glucometer...and lower than the dr's meter." Reporter cannot remeber all the specifics other than the fact that the "surestep read 40-60 points (mg/dl) lower all the time." Reporter stated his wife's blood glucoses were around 165-180 mg/dl in the hosp but reporter cannot remember if this was a result of a meter or lab reading. Reporter then stated the surestep was reading "around 100" mg/dl. Reporter did not state the reason his wife was in the hosp. Reporter stated his wife's diabetes is controlled by diet alone. Reporter was unable to supply teststrip and control solution lot numbers at this time.